Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the safety mechanism not engaging is confirmed, but the root cause could not be determined from the returned photographs. Four photographs of a 20 ga accucath ace were returned for evaluation. An initial visual observation of the photograph showed no obvious use residues observed in the returned photographs. It was observed that white needle retraction button appeared engaged. The spring mechanism inside the accucath ace housing was observed to be compressed at the distal end of the device housing. The needle and guidewire were observed to be completely advanced proximally out of the device housing. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the button to retract needle on accucath was already depressed and unable to retract needle. Event occurred after catheter was advanced. There was no needlestick or injury to nurse or patient. No other information was provided.

Event description:
It was reported that the button to retract needle on accucath was already depressed and unable to retract needle. Event occurred after catheter was advanced. There was no needlestick or injury to nurse or patient. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.